Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piecing. Electrical testing, visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for implant of the right atrial lead. During the procedure the lead exhibited high pacing impedance, and several unsuccessful attempts were made to reposition. The procedure was completed without implant of an atrial lead. The patient was stable.